Event description:
On (B)(6) 2013, the patient initially reported that she was unable to see clearly out of the lenses and she thought the prescription was incorrect. During further follow-up with the patient on (B)(6) 2013, the patient reported that she saw her eye care professional (ecp) and he advised her that her vision problem were due to inflammation in her right eye (od) and she was given a prescription and asked to return for follow up. Spoke with the ecp on (B)(6) 2013 who stated the patient was diagnosed with uveitis od on (B)(6) 2013. The patient was prescribed prednisone 1 gtt qid. The patient was followed up on (B)(6) 2013 and was still taking the same dosing but was being tapered off. Ecp stated that he did not think the event was contact lens related. On (B)(6) 2013, the ecp office staff stated that the patient is being seen weekly for the event and is not cleared to return to lenses at this time. Patient reported on (B)(6) 2013 that she saw the ecp on (B)(6) 2013 and was advised to continue on the eye drops for another week.

Manufacturer narrative:
A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling - single use or reuse.